Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed no capture and no appropriate sensing on the right ventricular (rv) lead. Chest x-ray was performed and revealed that the rv lead was dislodged. The physican elected to explant and replace the rv lead. The patient was stable following the procedure.

Event description:
Additional information received notes that there was no sensing on the right ventricular (rv) lead.